Manufacturer narrative:
The event as described is deemed a serious injury because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder patient. From a clinical perspective, a causal relationship between the s4s/sur-fit nature 2 pc - 2 pc durahesive (dh) convex moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. The product has been removed from use. End-user is now applying stomahesive powder and allkare protective barrier to open areas. No additional patient/event details have been provided to date. Should additional info becomes available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on 10/04/2013.

Event description:
End-user reports that they first noticed a small red closed spot on (B)(6), located on peristomal skin under convex durahesive barrier. Since that time, the red spot is now an open red weeping area that has since grown to 28mm x 19mm. End-user also states that there is another opened area measuring 25mm formed adjacent to original red spot. End-user is wheelchair bound (non-ambulatory) and the abdomen folds over top of durahesive barrier. End-user began user of product in (B)(6) 2013. Noticed the affected area in (B)(6) 2013.